Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an on-going issue with fluid leaking from around the bag spike during chemotherapy infusions. The bd provided bag clamp is utilized to secure the spike to the b.braun bag; however, leakage occurs. There was no report of patient or staff harm.

Manufacturer narrative:
The customer¿s complaint of a leak at the spike could not be confirmed because the product was not returned for failure investigation. A picture of a flo-stop was provided by the customer, however no issue could be observed per picture received. The root cause of this failure was not identified.